Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a procedure, the saw blade became black while using it and was loosing particles. There was a backup device available. No delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the device, which was used in a procedure, was not returned for evaluation. Visual inspection and functional testing could not be performed. A relationship, if any, between the device and the reported incident could not be confirmed. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Without supporting clinical/medical documents, a thorough investigation cannot be performed. If additional supporting medical documents are received this complaint will be reassessed. Factors that are known to contribute to the alleged fault/failure may include a material failure. If the product is returned in the future the complaint can be reopened and evaluated.